Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and received an implantable pulse generator (ipg). It was further reported that on the day of implantation, it was noted that the ipg did not remain fixed in position and a revision procedure took place. It was further reported that the patient continued to experience pain after the revision procedure and the patient's family believe the revision procedure caused damage to the patient. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.